Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. The patient is now receiving effective stimulation.

Event description:
Follow up information identified the previous procedure was not a revision but an additional surgery to add additional leads to the existing system. The original lead placement was providing effective stimulation for the neck pain the patient was experiencing at the time of implant. After the original surgery the patient experienced an increase in pain in another area of the neck region so the physician added new leads to cover the new pain that had developed. The original lead was providing effective stimulation for the original pain.